Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for remote follow up via merlin.net with episodes of post-paced t wave oversensing exhibited by the implantable cardioverter defibrillator. No interventions were performed. No patient complications were reported.